Event description:
It was reported that the patient's implant procedure on (B)(6) 2023 was aborted due to oxygen levels dropping. This resulted the patient to be intubated. Investigation determined the patient will require additional health clearances before they are rescheduled for implant again. Investigation was unable to determine which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144726.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.